Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that there was a pkr revision - femur and tibial insert were removed and new implants implanted. Event update received from sales rep: "reason for revision was fracture around tibia"

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon femoral component was reported. Conclusion: the reported event stated that patient had revision due to fracture around tibia. No allegations were made against the femoral component. Based on the provided information it is concluded that there is no indication that the product reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that there was a pkr revision - femur and tibial insert were removed and new implants implanted. Event update received from sales rep: "reason for revision was fracture around tibia"